Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Patient was unconscious at the time of the shock and woke up on the floor. Nurse reports patient has an abrasion on the left side of the eye from the fall. Outcome of the abrasion is unknown.